Event description:
A past episode of high blood glucose was reported, though the specific level was only indicated as "high." There was no report on an adverse impact to the customer¿s blood glucose level outside of this event. To address the high blood glucose, the customer changed the cartridge but did not require third-party assistance. Despite attempts, the support team was unable to reach the customer for further follow-up.